Event description:
Related manufacturer reference number: 3006705815-2023-08448 it was reported that during a procedure on (B)(6) 2023 the patient was already under anesthesia and before the patient was flipped for the procedure, the patient¿s oxygen level was low and blood pressure was concerning. As such, the procedure was cancelled.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that patient was stable on the day of surgery.